Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited loss of atrial capture. Chest x-ray later confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.